Event description:
It was reported that the pt turned the stimulation off at 11:30 pm and finally felt the stimulation off at 4:00 am. At another time the pt saw the lightening bolt go away on the pt programmer screen, but still felt the stimulation. Pt does not feel it is just residual stimulation that she is feeling. This is a random occurrence, but when it happens she will wait a couple hours after turning the device off and press the off button again and stimulation will stop. Additional info reported pt did not visit hcp about the event or discussed event with a company rep. The device was not reprogrammed successfully, pt programmer was not replaced, and recharger was not replaced. The pt's implanted neurostimulator battery was located in the back. The pt did not have surgery and was not scheduled to have surgery to fix the problem. The pt indicated she was still having problems with the device. Reference mf report # 3004209178201007529 for related neurostimulator system.

Manufacturer narrative:
(B)(4).